Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was clip fired on or near another clip? Was the clip fully advanced into the jaws prior to firing?

Event description:
It was reported that during an unknown procedure, the device failed to clip on the cystic duct. When fired, the clips came out with the legs crossed. Unknown how case was completed. There were no adverse consequences for the patient.